Event description:
Reportedly during a case, brown liquid leaked onto the operating site/pt. The surgeon had to clean the site and apply antibiotics.

Manufacturer narrative:
The device eval is not complete.